Event description:
The physician noted a possible fracture on this lead while removing the ra lead and pacemaker due to high atrial thresholds. This lead was retained by the hospital. Should add'l info become available, this file will be updated.